Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press buttons twice, buttons were harder to press. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had polarized effect on screen, diminished battery life, rejected new battery. The device will not be returned for analysis.